Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: mar 28, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, a scratch on the smaller portion of the lens, in between the cut and the spare haptic, could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The handpiece could not be inspected because, no handpiece was received as part of this return. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully inserted in the left eye, the doctor noticed a scratch on the lens. The issue was not due to use error. The lens was removed and replaced in the same procedure with another johnson and johnson iol (same model and diopter). An unplanned suture was required. There was no patient injury. The patient is doing fine post-operative. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.